Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that while riding their lawn mower they got "jostled" and experienced angina like symptoms. Patient wondered if their symptoms were caused by the device. Device remains in use. No further patient complications have been reported as a result of this event.